Manufacturer narrative:
(B)(4). Physio-control anticipates the device return for evaluation and continues to investigate the reported problem. Physio will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
While monitoring a patient, it was reported that the device intermittently lost all the information on the screen and turned off. A similar device problem was reported to occur the previous day at the radiology department. There were no further details on the event and/or the patient provided. There was no report of adverse effects due to the device use.

Manufacturer narrative:
Physio-control evaluated the device and observed event codes in the memory and the reported intermittent loss of information on the screen. However, physio did not duplicate the reported loss of power when the loss of information issue occurred. Physio replaced the patient parameter pcb assembly to resolve the witnessed issues and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. A conclusive cause of the reported loss of power was not determined.